Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported there was no backflow of blood observed. When the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole. The device was removed and was replaced by another angio-seal device to continue the hemostasis procedure. Hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The size of the sheath ancillary used was 7 fr. There were no other devices or equipment used with the reported product. There was no health damage to the patient.